Event description:
It was reported the patient had a total of 3 surgeries for the deep brain stimulator (dbs) system. They had done well with the first two surgeries but the third surgery ¿totally did him in.¿ he had lost muscle strength, had seizures, big falls, and towards the end of his life when he was in the hospital he could not control moving his right foot. The patient was told they had parkinson¿s disease but originally the patient was not diagnosed with that and he just had essential tremors pre-dbs surgeries. No further follow-up is being done on this event as the patient died and the death was stated to be unrelated to the device or therapy. The death occurred following the event and therefore, unable to follow-up for patient outcome.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot# v556377, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).